Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the catheter shaft was seen to be kinked/bent. The hub and tip were intact. During the functional inspection the catheter failed to flush and a demo guidewire was advanced stopping approximately 6cm from the hub. A 0.0158¿ mandrel was advanced with extreme friction felt throughout. The catheter shaft was cut at 81cm from the hub. There was an unknown material (possibly polytetrafluoroethylene (ptfe)) removed with a mandrel. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed during device analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. It was reported that the physician used a guidewire when approaching the treatment site with the subject microcatheter but felt friction between the microcatheter and the guidewire lumen in the vessel. During analysis, the catheter shaft was seen to be kinked/bent. The catheter failed to flush, and a demo guidewire was advanced stopping approximately 6cm from the hub. A 0.0158¿ mandrel was advanced with extreme friction felt throughout. The catheter shaft was cut 81cm from the hub. There was an unknown material (possibly ptfe) removed with a mandrel. Based on a review of all available information and the analysis of the returned device it is probable the catheter shaft was damaged due to handling during manipulation when the friction was encountered during the procedure. An assignable cause of procedural factors will be assigned to the reported and analyzed event of the catheter difficulty advancing guidewire as well as the analyzed damage of the catheter shaft kinked/bent, catheter shaft friction and catheter ptfe inner lining peeling as these issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The device was returned for analysis and the investigation of the device revealed that the catheter (subject device) ptfe coating was peeling. No clinical consequences were reported to the patient due to this event.